Event description:
On (B)(6) 2024 an ilet user reported they experienced a low blood glucose (bg) event requiring the assistance of ems. The event occurred on 10/24/2024. On (B)(6) 2024, the user, who was about a week into using the ilet system, experienced a hypoglycemic event requiring ems intervention around 8 pm. The user had consumed a larger-than-normal lunch and, while waiting for their daughter and not eating dinner at the usual time, experienced low bg levels. The user heard alarms and consumed a lollipop for rapid-acting carbs. However, the user's daughter later found them unconscious and called ems. Ems administered an IV to stabilize the user's bg, though the specific contents of the IV were unknown. The user did not go to the hospital, and ems disconnected the ilet system for the remainder of the night, leading to high bg levels overnight. The user reconnected the ilet the next morning, allowing corrections to bring their bg back down, though they experienced another low bg later in the day, which was treated with rapid-acting carbs. The beta bionics customer care agent provided guidance on meal sizing, treating lows appropriately, and the importance of keeping alarms on during the learning period. The user had a recorded low bg of 39 mg/dl.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hypoglycemic event was likely caused by underestimation of carbohydrate content of a meal, which resulted in increased correction insulin dosing and an increased risk of hypoglycemia.